Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: "patient had an accident on (B)(6) 2023 he underwent surgery and after a few months of surgery and already undergoing physiotherapy, on 02/19/24 he woke up with severe pain in the hip, unable to support the leg on the floor. On that day, he started using braces again and went to the doctor and 'when carrying out tests they found that the gamma3 implant had broken. On (B)(6) 2024, he underwent another procedure to remove the broken implant and placed another gamma3.

Manufacturer narrative:
Correction - please refer to d9 product available to stryker - no. The reported event could not be confirmed, since the device was not returned and no additional information was available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: "patient had an accident on (B)(6) 2023 and on (B)(6) 2023 he underwent surgery and after a few months of surgery and already undergoing physiotherapy, on (B)(6) 2024 he woke up with severe pain in the hip, unable to support the leg on the floor. On that day, he started using braces again and went to the doctor and 'when carrying out tests they found that the gamma3 implant had broken. On (B)(6) 2024, he underwent another procedure to remove the broken implant and placed another gamma3.